Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture the correction. Additional information received indicates that the device was never in service and still remains in service. Amended decision to yes reportable malfunction.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 4 years to 3 years remaining. This device was explanted. No additional adverse patient effects were reported. Additional information received indicates that this implantable pacemaker recorded a fault code 1003. Data was sent for engineering analysis and analysis showed that the power consumption is increasing in a gradual fashion. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 4 years to 3 years remaining. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture the correction. Additional information received indicates that the device was never in service and still remains in service. Amended decision to yes reportable malfunction. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 4 years to 3 years remining. This device was explanted. No additional adverse patient effects were reported. Additional information received indicates that this implantable pacemaker recorded a fault code 1003. Data was sent for engineering analysis and analysis showed that the power consumption is increasing in a gradual fashion. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture the correction. Additional information received indicates that the device was never in service and still remains in service. Amended decision to yes reportable malfunction.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 4 years to 3 years remaining. This device was explanted. No additional adverse patient effects were reported. Additional information received indicates that this implantable pacemaker recorded a fault code 1003. Data was sent for engineering analysis and analysis showed that the power consumption is increasing in a gradual fashion. This device remains in service. No adverse patient effects were reported.